Manufacturer narrative:
The device was sent to the philips bench for evaluation. The reported issue was confirmed. The issue was isolated to the etco2 module. An electronic event file from (B)(6) 2015 at 04:55:42 am was reviewed and indicates numerous etco2 on/off messages.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to provide an etco2 reading during a patient event. The involved patient died. There was no allegation the device attributed to the patient outcome by the paramedics on call. The patient was transferred from the paramedics care to the hospital and was pronounced in the emergency department.